Event description:
It was reported that the unit was sent in for maintenance, and while the console was on the manufacturer repair floor it caught on fire. There was no injury to any technicians, and there were no handpieces or attachments involved.

Manufacturer narrative:
The device was received at the manufacturer for maintenance. The console caught on fire while it was being checked on the repair floor. It was diagnosed that the fire was due to a computer chip on the circuit board. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.